Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad and one sprinter balloon was also used. Approximately 17 months post index procedure, patient suffered from diabetic ketoacidosis with myocardial infarction (unknown vessel). Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered.